Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test properly. However, unit received with moisture damage on electronic assembly during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was exposed to fluid. Customer stated the insulin pump was fine last night but today it has moisture under the screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.